Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review for similar complaints was performed for aia-900, serial number (B)(4), from 14-nov-2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 12: flags and error messages, states the following: if the concentration could not be calculated because the concentration of the specimen was low <l: the measurement result is less than the lower limit of measurement (lower limit of measurement of the test file (assay.l)), preventing it from being calculated. Print and display (rate value): outputs the measurement values. Print and display (concentration value): becomes blank. Rs232c output (concentration value): conforms to the setting that is applicable to the case where no calculation result is set in the host. Rs232c output (flag) : < the most likely cause of the reported event could not be determined. The customer resolved the issue by replacing all reagents and repeating run.

Event description:
On (B)(6) 2017 a customer reported that vitamin d results for 20 patient samples obtained low (<l flag) results with the aia-900 instrument. The customer reported that quality controls (qc) were within acceptable range. The customer reported that after changing all reagents, and rerunning qc patient samples were within acceptable range. All patient results looked normal. No adverse effect to patient management was reported and no erroneous results were reported out of the lab.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.